Event description:
During evaluation it was discovered that a one-link needlefree cath set was missing a slide clamp. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was evaluated by a baxter technician. The cause of the missing slide clamp is unknown. If any additional relevant information is received, a follow up MDR will be sent.